Manufacturer narrative:
The investigation for the console (aic) has been completed. Imc logs were reviewed finding no evidence of a controller error was found in the logs during this time range, however this does not preclude the occurrence of a controller error as reported. The only relevant evidence found in the imc logs was repeated failures in communication between the epc and the pmd and/or cpld. This pattern repeated for the entire duration of the imc logs. Failure in communication between the epc and the pmd and/or cpld could have resulted in a controller error, as well as triggered the system self-check failure. Console was sent back for evaluation. The reported complaint was reproduced through testing; the console issued a system self-check failure upon attempting to boot. The power delivered to the cpld was measured and confirmed to be 3.3v, the expected value. The communication between the epc and the pmd was monitored with an oscilloscope. No immediate anomaly was identified, however the communication did appear different than that of a known-good console. The impellatronic board was replaced with a known-good impellatronic board and the console was able to boot up as expected and run a known-good pump. The cause of the controller and self check error was a defective impellatronic board. Added d9 device return date corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that the automated impella controller (aic) when booting up for a case received a system self-check failed with replace immediately alert. The aic was not used. No patient was on support at the time of error.